Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on a procedure on an unknown date. According to the complainant,during scope cleaning performed on (B)(6) 2020, the seal biopsy valve got detached from the scope and sprayed fluid on the nurse's face . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of (B)(6) 2020 the nurse was wearing standard personal protective equipment when the event happened.

Manufacturer narrative:
Blocks b5 and e1 (initial reporter phone number) have been updated. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block h6: device problem code 1354 captures the reportable event of device leak. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on a procedure on an unknown date. According to the complainant, during scope cleaning performed on (B)(6) 2020, the seal biopsy valve got detached from the scope and sprayed fluid on the nurse's face . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.